Manufacturer narrative:
Per patient's surgeon, the patient underwent a tissue reduction on (B)(6), 2011. This report is filed (B)(6), 2011. Implanted device remains.

Event description:
Per the clinic, the patient underwent a tissue reduction (date not specified) around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4).